Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. Product ID 8590-1, lot# n245980, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient morphine 20 mg/ml at 2.4 mg/day via an implantable infusion. The indication for use (IFU) was listed as other chronic/intract pain (trunk/limbs) and non-malignant pain. It was reported that in the beginning of (B)(6) 2015 the patient heard the pump alarming. The pump status was checked on (B)(6) 2015, and it showed multiple low battery resets, resets, and safe state logs with the last date being (B)(6) 2015. No patient symptoms were reported. Additional information received reported they were trying to schedule a replacement as soon as possible.

Manufacturer narrative:
Analysis of the pump found feedthru anomaly due to shorting across the insulator.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was provided by the device manufacture representative stating that the pump was replaced on (B)(6) 2015 and was returned to the device manufacture for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.